Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 564 mg/dl. The customers husband assisted in administering a manual dose injection to address the elevated blood glucose. The customer changed supplies and resumed insulin therapy.